Manufacturer narrative:
Mfg date is not known. Alleged failure: coating peeling off handle. Confirmed failure: coating peeling off handle, gap between insulation and tip of shaft. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.